Event description:
It was reported that this patient reported hearing beeping tones from its implanted system. Boston scientific technical services (ts) reviewed the stored data and concluded the tones were expected device operation; beeping was a programmed alert triggered by an out of range shocking impedance measurement of the right ventricular (rv) lead. Further analysis revealed the rv lead has exhibited a steadily increasing shock impedance measurements since implant. Ts contacted the local representative, whom confirmed the issue was informed to the following clinic and an in-person check was scheduled. It was suspected that the abnormal measurements were caused by calcification formation around the coil or device pocket. Additional information stated the patient was checked in person. Chest x-ray and electrical parameter checks with postural movements showed no abnormalities, the physician indicated the results were not indicative of a lead fracture. The device remains in service. No adverse patient effects were reported.